Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient was currently implanted with their fourth pump. It was noted that none of the pump had ever helped with their pain. Their third pump was put in on the left side and it was described as having worked ok, but then it started moving up into their rib area. It was thought this had happened about 2019 or 2020. The date of the event was unknown. The medication(s) administered via the pump at that time were not specified. No further patient complications have been reported as a result of this event.